Manufacturer narrative:
This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, 510k/PMA/bla k202525. Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result generated by the alinity I processing module for a 79-year-old male patient. The physician questioned the result. The sample was repeated, and a normal result was obtained. The following data was provided: reference range: 0 to 34 ng/l sid (B)(6). Initial result = 75.6 ng/l, repeat result = 7.0 ng/l no impact to patient management was reported.